Event description:
The customer reported that the jaw coating came off the device and fell onto pt tissue. This occurred with two devices within the same surgery. There was no pt injury. Additional device used in the procedure can be found on MFR report # 1717344-2010-00695.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
The user received questionable calcium results and provided data for 8 patient samples from the integra 800 serial number (B)(4). Of the data provided, the results for 6 patient samples were discrepant. All results are in mg/dl. Patient samples 1 and 2 were repeated on (B)(6) 2010 on the same integra 800. Patient samples 3 through 6 were repeated on (B)(6) 2010 on integra 800 serial number (B)(4). Patient sample 1 initial result was 10.9; repeat results were 11.4 with the same reagent cassette and 9.4 with a new reagent cassette. Patient sample 2 was from a (B)(6) female. The initial result was 10.2 and repeat results were 12.2 with the same reagent cassette and 9.4 with a new reagent cassette. Patient sample 3 was from a male born on (B)(6). The initial result was 10.0; the repeat result was 9.1. Patient sample 4 was from a female born on (B)(6). The initial result was 11.2; repeat result was 9.4. Patient sample 5 was from a male patient born on (B)(6). The initial result was 11.0; repeat result was 9.3. Patient sample 6 was from male born on (B)(6). The initial result was 10.2; repeat result was 9.2. The initial results were reported outside the laboratory and the repeat results were sent on corrected reports. Patients 1 and 2 were not treated based on the first result reported outside the laboratory. The user did not have access to information concerning patients 3 through 6.